Event description:
The customer reported a leak from reagent probe a on their unicel dxc 600 pro synchron system. The customer stated the leak was contained to the instrument with fluid found on the reaction carousel, cover, reagent probe drip tray, and reagent compartment. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and replaced the reagent probe a wash collar valve (solenoid valve) to resolve the issue. The beckman coulter internal identifier for this event is (B)(4).